Manufacturer narrative:
Patient information is not available for reporting. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2018 the matrix screw has passed directly through a matrix orthognathic mandible plate. It was the correct plate and screw combination. This resulted in the plate and screw construct not being secured adequately. The screw fell into the soft tissue resulting in the need for x-ray to be used to locate the screw and the suction to be drained. Screw located by x-ray in wash and not in patient. The total surgical delay was approximately 20 minutes. The plates and screw have remained in the patient. Procedure was completed successfully with no patient consequences reported. This report is for one (1) 1.85mm ti matrix screw self-tapping/6mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 04.511.206.04s, lot: l784263: manufacturing site: selzach, supplier: frueh verpackungstechnik ag, release to warehouse date: 22. Feb. 2018, expiry date: 01. Feb. 2028: part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Us DHR review for unsterile part 04.511.206.04c with lot h549712: mfg qty: (B)(4), mfg date: 22 jan 2018, mfg location: monument: product was inspected and passed, including diameter checks. Packaged per lmd, rev ac. There were no ncs or reworks generated during the manufacture of this lot. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.